Event description:
Event description boston scientific, crm received information that this right atrial (ra) pacing lead's impedance measurement has increased. This cardiac resynchronication therapy defibrillator (crt-d) device has also stored mode switches. A boston scientific technical services (ts) consultant recommended discussing programming options with the physician. The health care provider caller also reported that the device is only doing bi-ventricular pacing 75% of the time instead of 99%. Ts explained that there will still be bi-ventricular pacing with mode switches. No adverse patient effects were reported.